Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New rep at (B)(6) medical center. Went through instrument inventory on (B)(6) 2018, and noticed a few instruments that were in an unacceptable condition. This instrument was not used during a surgery and no staff member had mentioned the damage. This is a srom 18 proximal body (color: green). The grooves where the neck trial sits are damaged (bent, chipped). Asking that these are replaced and shipped to: (B)(6). The damaged instrument will be returned to (B)(4). Lot code: ah0604. On the complaint tool; you are unable to add the lot code. The product won't add/upload when the lot is also typed. Patient consequence? No.